Manufacturer narrative:
Complaint suggestive of reportable malfunction/near incident. Will investigate further. This is an initial report. A follow-up report will be submitted when the final evaluation is completed.

Event description:
(B)(4). This device case, which does not involve an adverse event, reported by a consumer, who contacted the company with a product complaint, concerns a female of unknown age or origin. The patient was taking an unspecified medication for treatment of an unknown indication. On (B)(6) 2010, the humapen memoir was reported to have part of the segments for the numbers missing. On (B)(6) 2010, it was confirmed with the reporter that she was unable to determine what number she was looking at. This humapen memoir is associated with pc (B)(4) and lot 0906c02. The patient operated the device. It was unknown if the patient was trained. The patient had used this device model for an unspecified amount of time and the reported device for two days. The return of the device is anticipated. It was not provided if the patient would continue to use the device.